Event description:
It was reported that oily foreign matter and hair-like foreign matter were found within the bd precisionglide¿ needles. These events occurred 4 times and 1 time, respectively. The following information was provided by the initial reporter, translated from portuguese: "the 04 needles in the metallic part are like oily, on the surface...as soon as he opened the package he saw little threads as if they were little hairs."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Initial reporter first name: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that oily foreign matter and hair-like foreign matter were found within the bd precisionglide¿ needles. These events occurred 4 times and 1 time, respectively. The following information was provided by the initial reporter, translated from portuguese: "the 04 needles in the metallic part are like oily, on the surface...as soon as he opened the package he saw little threads as if they were little hairs."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 12-sep-2022 h6: investigation summary samples and four photos of needles received by our quality team for investigation. Upon visual inspection, foreign matter can be seen on the cannula. Foreign matter appears to be accumulated silicone. Possible root cause is associated with the silicone station when there is a jam in the assembly process, causing contamination of the product. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. The batch history was checked and it was noted that the batch was produced between march 11 and 17, 2022. The in-process inspections were performed according to the control plan and no records of this incident were evidenced.